Event description:
Boston scientific crm received information from the patient that one of his leads was installed improperly nine years ago and was draining the battery which is why he needs to have his device and lead replaced. To date, no adverse patient effects were reported. Additional information was received over one year later that the right ventricular (rv) lead exhibited greater than 2500 ohms impedance measurements and high threshold measurements. The high threshold measurements were noted to have depleted the device battery. A rv lead revision will likely be performed, but since the patient is not pacemaker dependant, the replacement was not immediate. There was no allegation against this right atrial (ra) lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 50 mm from the terminal pin, only the proximal portion was returned. Set screw marks were noted on the terminal pin and ring. The returned portion of the lead was electrically continuous.

Event description:
Additional information was received that this lead was returned. No information surrounding the explant was reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated. No additional information is available at this time. If additional information becomes available, this event will be updated.